Event description:
(B)(4). Hysterectomy adenomyosis pain in abdomen, fatigue, painful intercourse, miscarriages, teeth breaking and rotting, hair loss, painful periods with large clots, mood swings ,hot flashes.